Event description:
The catheter kinked. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: unk-reported 2/14/97.) (Pt's current status: unk-rpt'd 2/14/97.)